Event description:
It was reported the patient showed up in the ER with a syncopal episode, variable ventricular capture thresholds, pauses, decreased outputs, and rising thresholds. Reprogramming was done. It was further reported that outer insulation of the lead had been noted to be damaged at the time of generator changeout nine months earlier and physician had attempted to repair the lead at that time. The lead was capped and replaced. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular lead trend was reset on (B)(6), 2010. This will happen when the ventricular pacing polarity is re-programmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.